Event description:
It was reported that during the laparoscopic lobectomy surgery. After clamped the clips and clip could not close. Changed another one to complete the procedure. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/20/2026. D4: batch # z70483. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the er320 device was returned with a clip in the jaws and no apparent damage. The clip was removed in order to inspect the jaws and they were found with no apparent damage. In addition, the packaging opened was returned along with the instrument. The device was tested for functionality. In an attempt to replicate the reported incident, the device was functionally evaluated. Upon the analysis, the device was cycled, and it fed, retained and formed the remaining fourteen (14) clip as intended. The event described could not be confirmed as the device performed without any difficulties noted. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch z70483 number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.